Manufacturer narrative:
Summary of event: as reported, a 6-year-old male patient had a spectrum turbo-ject antibiotic power injectable PICC that broke between the line and hub. The line is not suspected to have been used for power injection. The line reportedly broke while the patient was at home. The line was clamped, and the patient returned to the ed where the device was removed and replaced with anesthesia. No other adverse effects were reported. Investigation evaluation: a review of the complaint history, instructions for use (IFU), and quality control procedures was conducted during the investigation. The complaint device was not returned to cook for investigation; however, a photo was provided, showing the extension tube fractured at the hub. The device master record (dmr) was reviewed and device drawings, manufacturing instructions, quality control procedures, and specifications were identified. A review of the device history record (DHR) for nonconformances and a database search for additional complaints could not be performed due to the lot number being unknown. There is no evidence to suggest that the complaint device was manufactured out of specification or that there are nonconforming devices in-house or in the field. The product IFU states that the device is indicated for short- or long-term use for venous pressure monitoring, blood sampling, administration of drugs and fluids, and for use with power injectors for delivery of contrast in CT studies. It warns that safety and effectiveness of central venous catheters with power injector pressures (safety cut-off) set above 325 psi has not been established. The IFU instructs the user to inspect the product upon removal from the package, to ensure no damage has occurred. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook was unable to reach a definitive conclusion for this event. There is currently a CAPA investigation open to investigate this product failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Occupation: pediatric clinical nurse specialist this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) year-old, male patient had a spectrum turbo-ject antibiotic power injectable PICC that broke between the line and hub. The line is suspected to have not been used for power injection. The line reportedly broke while the patient was at home. The line was clamped and the patient returned to the ed where the device was removed and replaced with anesthesia. No other adverse effects were reported.